Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for the treatment of essential tremor and movement disorders. It was reported the ins was replaced on (B)(6)2018. The patient reported she had the ins replacement because the ins was sticking out of her skin. The patient's battery was in her chest and the patient was a very thin person so the healthcare professional had to do another tunneling connection to move the ins to the patient's stomach because the ins was eroding and the skin was covering the ins in the patient's chest. The rep stated she had to scramble to find an extension for the healthcare professional. Patient services asked the patient for clarifying information regarding ins replacement and the patient got upset and did not have information. The patient stated she did not get and ID card. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the battery was determined to be flipped by the neurosurgeon. The battery had been repositioned so the patient could effectively chargeand had efficient coupling when charging. No loss of therapy was reported by the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.